Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure that the tip broke. They were able to retrieve it in the patient. They used another device and finished the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: x9673f. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached returned. In addition the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: a manufacturing record evaluation was performed for the finished device batch x9673f, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.